Event description:
Failure to deploy, doctor noted kinks as possible cause.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the evo-fc-10-11-6-b device or photographic evidence of the device was not returned for evaluation with the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment, a tortuous path caused the delivery system to kink which would have made it difficult to deploy the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Multiple attempts were made to gather additional information however the customer could not provide additional information. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 01 x used device. The patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 25-jun-2025.